Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s lead was explanted and was replaced. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: first sentence should read: "information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins)." If information is provided in the future, a supplemental report will be issued.